Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Medwatch number: mw5081951. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient of unknown age who underwent breast prostheses implantation with mentor saline implants for unknown indication on (B)(6) 2007 reported brain fog, skin cancer, rashes, fatigue, muscle aches, weight gain, and a sick feeling. The patient underwent explantation on (B)(6) 2018. No device issue, such as deflation, was reported. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for one of the two implants. In this report is the unknown saline.